Manufacturer narrative:
The field report of insulation abrasion was confirmed. A partial lead was returned for analysis in two segments. External insulation abrasion was noted 36.6-36.9cm and 37.6-37.9cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 12.7-14.2cm, 12.3-12.5cm, 13.5-14.0cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 7.5-10.7cm from the distal tip. One rv cable etfe coating was damaged during the surgical procedure and the other rv cable etfe was intact at this location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors was observed on the rv lead. Lead was explanted. Patient had improved and had normal ef therefore the lead was not replaced. Patient had no adverse events.